Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer began to troubleshoot the issues with help from the customer technical support (cts). The customer attempt to bleach the flow cell and the customer observed the tubing going through pinch valve (pv28) was leaking. The customer replaced the tubing going through pinch valve (pv28) but the issues did not resolved. Service was schedule, but the customer called the cts to report that the leak was resolved by replacing the tubing at pinch valves (pv26 and pv27). The customer performed quality control (qc) without any errors. (B)(4).

Event description:
The customer reported approximately 5 to 10 cubic centimeters of fluid leaked underneath the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer stated that the diffs (differentials) were voting out and the diff background is +++. No erroneous results were reported out of the laboratory. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.